Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. A chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 54.5 cm to 54.7 cm from the connector pin.